Manufacturer narrative:
No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on may 25, 2016.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. Based on available information no product malfunction occurred. Follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Reporter stated that the device was placed for management of liquid feces to prevent contamination and infection of inguinal and perineal wounds. The device was in place for more than 25 days. The device was removed because the patient complained of rectal pain. Upon removal the physicians found anal fissures which did not cause bleeding, require any medical intervention, or show additional complications. No further information was provided.